Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
The patient reported hearing a loud sound from the implant followed by a decrease in hearing. Following this event her hearing became intermittent and some unusual sounds and echoes were also present. The device has been explanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient heard a sudden loud sound from the implant (no malfunctioning reported until that moment) and from that moment on the hearing went worst: the hearing was intermittent and booming and echoes were present. Her speech processor was substituted two days after the event and apparently the problem was solved but the day after the malfunctioning appeared again.